Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with obvious moisture in the display lens. The pump's black box and download history were unable to be downloaded, as the pump would not power on for testing. Complete functionality tested was not able to be performed due to the power not powering on. A leak test was performed on the unit and revealed a leak at the case seal. The pump cover was removed for investigation and revealed moisture inside the pump.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the pump was worn while swimming that day and claimed that by evening, the pump would not turn on. The patient reported there was no auditory or vibratory function from the pump. The patient stated that several different batteries were tried in the pump and the pump still did not power on. The patient denied any trauma or damage to the keypad, the pump or its components and denied visible moisture in the pump. The patient reported that the battery cap fits securely with no visible yellow o-ring and stated the cap had been replaced two months ago. There was no reported adverse event associated with this complaint. This complaint is being reported because the allegation of loss of power remained unresolved.